Event description:
It was reported that the customer had high blood glucose levels (257 mg/dl). Customer reports his feet have grown 1/2 size recently and may be experiencing hormone changes. Customer is (B)(6).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.